Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1870-2011.

Event description:
Information received states that pump had experienced error code 45. Error occurred twice on this date, ref number 1722139-2013-01392.